Event description:
We have been operating a piece of equipment called all fill that operates and fills powder into a bottle. The equipment has been having the issue of passing bad bottles. The equipment should notify the operator if a bottle is out of weight specifications with a red light and a green light if it is good. We have caught on 4 separate occasions that the equipment is passing bottles 1 gram heavier than specifications with a green light. Management has done no corrective action to the equipment to fix the issue and quite possibly giving patients a bad product or stronger dosage then what is on the label. Name of the product as it appears on the box, bottle, or package: fluconazole for oral suspension. Name of the company that makes (or compounds) the product: (B)(6).